Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. It was also observed that the device had become locked up during the self-test. Physio then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device has an event code logged in the memory of the device and the service indicator is present. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that the device had become locked up at the self test screen.